Manufacturer narrative:
Product is an instrument and is not implantable. Investigation is pending.

Event description:
In 2007 during a open thoracolumbar interbody fusion from l4-5, the surgeon had difficulty with using both universal drivers in the surgical kit to insert the pedicle screws. The drivers would not stay in contact with the screw head so the surgeon improvised and taped the screw to the driver to complete the case. The surgeon was using the shaft of the drivers to retract the tissues during implantation, and the resulting leveraging caused the screw and driver to disengage. Because of the difficulty in completing the surgery, there was a 30 mins surgical delay.